Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that all the sudden they started feeling the stimulation all the time and had trouble going to sleep because they could feel it too much so they turned it down to a comfortable level. They had not increased it prior to this and it just kind of came on by itself so it was not clear what caused it. The issue appeared to be resolved as the patient confirmed they decreased to a comfortable level but the agent recommended that if the patient noticed any changes to symptoms they should discuss with managing physician.